Manufacturer narrative:
The device is currently in transit to the investigation facility. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states, there is a leak between inner and external cannula, disconnection very easy between inner and external cannula. The pt was recannulated.